Event description:
It was reported a 74 yo male patient, initial right knee implanted on (B)(6) 2017, underwent a revision procedure on (B)(6) 2023, approximately 6 years 1 month post the initial procedure. The patient was revised due to patella wear and delamination. The femur component was revised to a size 5 femoral component and the tibial insert was revised to a sz 5, 9mm tibial insert. There were no device breakages or surgical delays during the procedure. No x-rays were provided. The patient was last known to be in stable condition following the event. The devices are not available for return due to the customer discarded them. Photos of the explants were provided. No further information.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 201-78-81 - 3 trocar, mod. Hex 2pk: 4943840; 200-02-41 - three peg patella 41mm: 3707608; 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t: 3970043; 02-010-04-0350 - logic cr femoral por, right, sz 5: 4046480; 521-78-32 - threaded pin size 3.0 collarless: 4615294; 201-78-15 - holding pin mini sharp point 4 pk: 4838196; 521-78-23 - threaded pin size 2.3 collared 4973184; 521-78-23 - threaded pin size 2.3 collared 4973213. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and femoral loosening could not be determined as the devices were not returned for evaluation, and radiographs were not provided.